Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2019, an amplatzer cribriform occluder was selected for implant. After deploying, a "sombrero- like" deformation of both discs were reported. The device was recaptured and successfully removed and exchanged for another amplatzer cribriform occluder. No patient consequences were reported.